Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a 4.5 cm abdominal aortic aneurysm. The proximal aortic neck was 20 mm in diameter and 24 mm in length. The right and left iliac arteries were 8mm in diameter. The patient presented for a one month follow-up and the CT revealed kinking of ipsilateral stent graft. The ipsilateral limb was compressed by the overlap part of the bifurcated stent graft main body and the contralateral limb. The thrombus occurred from the flow-divider to the ipsilateral limb and blood flow was obstructed. On the same day, the physician performed thrombectomy with a fogarty catheter and implanted a bare metal stent. The blood flow was restored. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (occlusion), (cause is unknown) evaluation, conclusion: (cause is unknown).